Event description:
It was reported that during an unknown lead revision procedure, a screw was completely loose outside the seal plug of this pacemaker after pulling out the screwdriver. There was no boston scientific representative involved at the time of this event. This patient is pacemaker dependent and subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header, seal plugs and lead barrels were high power visually inspected and no anomalies were noted. Additionally, the rv setscrew was received separate from the header. It appears that the rv setscrew was pulled out of the header through the seal plug. There were no issues with the rv seal plug, it was intact and solidly attached to the header. The rv setscrew was put back into the rv distal terminal block. The setscrew operated normally in both directions. There were no issues with the wrench to screw interface. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an unknown lead revision procedure, a screw was completely loose outside the seal plug of this pacemaker after pulling out the screwdriver. There was no boston scientific representative involved at the time of this event. This patient is pacemaker dependent and subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.